Event description:
It was reported that the user experienced persistent hyperglycemia after an infusion set change, with blood glucose values escalating from approximately 258¿261 mg/dl to 299 mg/dl and later to 313 mg/dl, despite confirmed insulin flow through tubing and repeated site changes; agents provided troubleshooting and education, including site rotation guidance given reported abdominal scar tissue, and the event involved no device alarms. Symptoms included elevated blood glucose without ketones, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included continued monitoring at home without medical intervention, no use of backup therapy, and user distress leading to consideration of discontinuing therapy and a referral for additional training and to the healthcare provider. Investigation included remote assessment, guided infusion set changes, verification of insulin delivery through the tubing, and education on appropriate infusion sites. Investigation of this case revealed functioning pump delivery up to the infusion site, with findings consistent with suboptimal infusion site performance as a potential contributor to hyperglycemia in the setting of scar tissue, although the precise cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.